Event description:
It was reported from canada that during pre-surgery, it was observed that the swivel seal of the motor device was leaking oil. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the hose was pulled away from the pressure release valve (prv) and the device was power broken. It was determined that the hose pulled away from the prv was due to excessive force while wiping down for cleaning purposes and/or from pulling the autolube around by the hose. It was determined that the device was power broken due to a failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.